Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained. Was there an alleged deficiency with the device that contributed to the event? Response received: I don't have any information about how the bile leak was identified or treated however I was told that additional surgery was not done to fix it. No one saw any malformed staples or anything.

Manufacturer narrative:
(B)(4). Date sent: 09/24/2018. Assumed 1st day of month that complaint was reported. Batch # unknown. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the leak identified? How was it was addressed? Was there an alleged deficiency with the device that contributed to the event?

Event description:
It was reported that post-operative after a laparoscopic cholecystectomy the patient developed a bile leak. The leak did not require a second operation to resolve.